Event description:
The patient's father reported the patient visited the emergency room (ER) 4 times in the past 6-8 months due to high blood glucose (bg) levels, ketones and vomiting. Specific bg levels were not provided. The patient was not admitted to the ER. The patient's father does not recall details of the events or the dates of the ER visits. The patient no longer has the pods for the product identifiers.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.